Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument got broken. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: instrument was found with misaligned/bent tips.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.